Event description:
Caller reported that pump battery was depleting too fast. There was no adverse impact to the customer's blood glucose level. Cts instructed customer to uninstall and reinstall mobile app, and advised to follow up if battery depletion exceeds 35% per day; customer understood and acknowledged these instructions.